Event description:
When pump tubing was inserted into channel "c", the pump alarmed "flow stop open." The flow stop was not open and the tubing was in the correct place. The pump would continue to alarm, but it did not allow itself to be shut off unless the tubing from channel "c" was removed. Pump was removed from bedside.